Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment/non-emergency treatment. The procedure was completed by examining the patients on different device. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not bootup completely. Upon troubleshooting fse found blue screen error occasionally during startup and operation. To resolve the issue, fse installed ghost backup and updated software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup completely. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.